Event description:
It was reported that the pump presented physical damage with a broken usb door, cracks near the usb port, and bent pins inside the port. There was no reported impact to the customer's blood glucose level. The customer chose not to pursue further communication with technical support and was in the process of obtaining a new device since the current pump was out of warranty.